Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The returned samples consisted of seventy one (71) extension sets; one (1) sample was received in used conditions and without its original packaging and the other seventy (70) samples were received in new conditions with their original unopened packaging. Visual inspection: the samples were visually inspected, at a distance of 12 inches to 24 inches and normal conditions of illumination; no discrepancies were found. Functional test: leak test was performed; there was a leak detected in the air vent of the filter of the used sample. Root cause could not be determined. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the product's filter was leaking and there was dripping out of the black hole. No patient injury was reported.